Manufacturer narrative:
Based on the results of the investigation, the type of foreign material and most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gastrointestinal videoscope had foreign material and crystallization on the bending section cover. There was no patient involvement.